Event description:
It is reported that the customer had high blood glucose levels of 450 mg/dl. The customer was admitted to the hospital for treatment. The customer reported having issues with needles of the insulin pump bending to a ninety degree angle during insertion. No additional information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.